Event description:
The user facility reported that a dental needle remained in the gums of a patient after the medical staff inserted a needle straight into the gums. Follow up communication with the user facility confirmed the following: the medical staff incised the gums and removed the remained needle; and the patient is reported doing fine.

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluated. Visual inspection confirmed the needle tubing was broken at the base where glue was supplied. Some glue was removed and flared. There was also a trace where the needle tubing touched. Microscopic inspection found the surface of the needle tubing near the broken part had usual metallic luster. A review of the device history and inspection record confirmed that there were no production related problems for this lot number. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with the needle tubing being bent excessively and/or repeatedly when it was used. The device labeling does address the potential for such an occurrence in the instructions-for use with statements such as the following: "do not bend the needle at the base (if you do, needle might break). And do not bend the needle repeatedly (if you do , needle might break). All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4).